Manufacturer narrative:
Failure analysis investigations confirmed the customer reported complaint. Failure analysis found the primary failure of dislodged conductor wire to be related to the customer reported complaint. The fenestrated bipolar forceps instrument was found to have a dislodged conductor wire, likely causing the insufficient energy. A segment of the conductor wire was sticking out from the yaw pulley and a loop of wire is sticking out such that the wire protrudes above the outer surface of the main tube. The wire insulation was not damaged, and the fenestrated bipolar forceps failed an electrical continuity test. Failure analysis found the secondary failure of broken main tube to be related to the customer reported complaint. The fenestrated bipolar forceps was found to have the main tube broken. A piece measuring approximately .175 x .320 was not returned with the instrument. As a result of the broken main tube, a seal and a cannula were returned stuck and could not be removed through the distal tip. Failure analysis investigations also found no issue with the cannula. There is no reported complaint against this cannula. No damage found. The cannula came stuck with a fenestrated bipolar instrument and could not be removed due to a broken main tube at the distal end. Failure analysis investigations found no trouble with the seal. There is no reported complaint against the seal. No damage found. The seal came stuck with a fenestrated bipolar forceps instrument and could not be removed due to a broken main tube at the distal end.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the fenestrated bipolar forceps instrument was working initially but stopped applying energy after approximately 40 minutes. The surgeon tried to increase energy setting up to 5; however, it was working with less energy. The surgeon decided to remove the fenestrated bipolar forceps instrument for cleaning but when the instrument wrist was straightened, the instrument wrist was found bent and the black wire was out of the jaws, so the surgeon could not take the fenestrated bipolar forceps out of the cannula. The surgeon removed the fenestrated bipolar forceps with the cannula and seal attached. Another fenestrated bipolar forceps was used to complete the procedure with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the instrument and cannula were inspected prior to use with no issues identified. No arcing was observed during the procedure; however, when the surgeon applied the energy at the usual level 2-3, it seemed the instrument had no energy. The surgeon stated the energy level was increased to level 5-6 and it worked; however, the energy looked like it was set at level 2-3. The customer attempted to change the energy cables; however, the issue persisted so the surgeon made the decision to continue with the energy at level 4-5. When the surgeon attempted to remove the instrument for cleaning, the instrument was found to be broken around the wrist with the shaft misaligned and the conductor wire out of the pulley at the jaw. No thermal damage was observed. It was unknown if any instrument collisions occurred. The instrument was not removed at any time prior to reported issue. The customer stated that no injury occurred, and the surgeon is unsure what caused the reported event.